Event description:
Physician was attempting to implant one endeavor resolute drug-eluting stent to a calcified lesion in the lcx with stenosis and vessel tortuosity. The stent could not pass the lesion. The lesion had been pre-dilated. The device was inspected before use with no issues noted. The physician used a new device to complete the surgery. No clinical sequelae reported. Evaluation summary: the device was returned to the manufacturing facility for evaluation. Through analysis of the returned device the stent was severely deformed and stretched beyond the distal marker band and tip. The 1st proximal stent segment was still intact. Crimp impressions were evident along the balloon. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: patient¿s condition affected effectiveness of device (lesion morphology hindered delivery possibly damaging stent during procedure). Inherent risk of procedure (stent deformation). Deformation issue (stent damaged). Evaluation conclusion: known inherent risk of procedure (stent deformation). Device failure related to patient condition (lesion morphology present hindered delivery possibly damaging stent during procedure). (B)(4).